Event description:
Boston scientific received information that the patient with this device was admitted to the hospital due to an increased heart rate and dizziness after exercising. A revision procedure was scheduled as a result of increased threshold measurements. The patient was admitted to the hospital again that week due syncopal episodes. An electrocardiogram strip confirmed right ventricular (rv) lead loss of capture. As a result a the rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.